Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. Analysis was unable to perform displacement, basic occlusion, occlusion, prime/ compromised force sensor, excessive no delivery test and unexpected restart test due to no button response. No leaking on reservoir compartment noted. No moisture damage noted inside pump. The insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm, damage, and unexpected restart alarm. The blood glucose at the time of the incident was 61 mg/dl. The customer states they were not able to clear the button error alarm. The customer states the insulin pump also alarmed unexpected restart after inserting a new battery. The customer also noted a leaking reservoir and a crack on the pump. Troubleshooting was not able to resolve the issue. The device was returned for analysis.